Event description:
It was reported that during a remote follow up, the device was found to be in back up vvi (bvvi) mode with high voltage therapy disabled. Abbott technical support was contacted and the device was reprogrammed. Afterwards, the device was again found to be in bvvi mode with high voltage therapy disabled. Abbott technical support was contacted and the device was reprogrammed. The device was then explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup operation due to a power-on-reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.